Event description:
It was reported that the patient was having their device removed on the day of the report. It was noted that the device was going to be sent back. No other information was given. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# j0537604v, implanted: 2005 (B)(6), product type lead product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).

Event description:
Follow up from the health care provider reported the cause of the event was the implantable neurostimulator (ins) was "not working." The patient felt it was causing pain in their legs and the device was removed per patient request. Symptoms included pain and difficulty walking. The patient did not require hospitalization due to the event. It was later reported the patient lost efficacy and asked for the device to be removed. The device was removed without issue. Removal of the device was due to therapy. There was no patient injury and the patient recovered without sequela. All devices were removed per the hospital and staff and the ins was kept.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The battery can was scratched. Final device analysis of the extension revealed the following: no significant anomaly found. Extension body was cut through, suspected explant damage.